Manufacturer narrative:
Upon further review, this event did not lead to a death or serious injury and this event type would not likely lead to a death or serious injury if it were to recur. Therefore, this was reported in error.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00453, 3012447612-2017-00454, and 3012447612-2017-00457.

Event description:
It was reported that the tips of three drivers were found worn during a routine inspection. There were no surgical or patient impacts associated with this event. This is report one of three for this event.

Manufacturer narrative:
The returned driver was evaluated. There is visual evidence of multiple uses, but there is no observed damage. A functional inspection found the driver to function as intended. A review of the manufacturing records did not identify any issues which would have contributed to this event.